Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female underwent breast surgery with 350cc saline mentor smooth round moderate plus profile breast implants and experienced bilateral ptosis and deflation on the right side postoperatively. As a result, the patient underwent device removal and replacement with 350cc mentor smooth round moderate plus profile breast implants, catalog number 3502350, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on march 22, 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).